Event description:
The procedure was completed using a third surgical fiber.

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone of the bevel edge; the fiber proximal to fracture can rotate independently of metal cap; the glass cap exhibits severe devitrification at bevel edge; the metal cap exhibits moderate detritus adhesion on surface; the outer flow tubing open end exhibits minor scratch marks. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that at 17,600 joules file using the first side-firing surgical fiber, the mirror broke and the fiber output beam was observed to fire straight. The fiber was replaced and the procedure continued using a second surgical fiber. At 73,000 joules while using the second surgical fiber, a "device overheated" message was received. The customer complained of delay in the management of the patient / prolongation of the duration of the intervention. The method used to complete the procedure was not reported. There was no patient injury reported. This report is for the first surgical fiber used.